Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h13d11103 and h13e16067 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up will be submitted. Same patient as (B)(4).

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. Eleven days after experiencing the event the pt was hospitalized for peritonitis. Treatment for the peritonitis was not reported. The cause of the peritonitis was unknown. On an unreported date, pd therapy was discontinued. The pt was not switched to hemodialysis; instead, on an unreported date, the pt began treatment with torsemide (a diuretic) for an unspecified indication. Two days after being admitted to the hospital, the pt was discharged. At the time of this report, the pt was recovering from the peritonitis. Additional information was requested but is not available. This is report 1 of 2 involved in this peritonitis event.